Event description:
The user stated they had pt samples with erroneous results that did not generate any instrument alarms. Of the data provided, one result for potassium was discrepant. The initial result was 7.63 mmol per l. The sample automatically repeated on the system due to a rule in the data innovation middleware software with a result of 4.46 mmol per l. The user manually ran the sample a third time with a result of 4.43 mmol per l. The user stated she "suspected the initial aspiration pulled fibrin to cause the discrepancy." The discrepant initial result was not reported. The result of 4.46 mmol per l was reported after it was confirmed by running the sample a third time. No adverse effects or treatment was given based upon the discrepant result. The investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
A specific root cause was not identified. A pre-analytical issue might have caused the falsely high recovery. The customer could not provide the pre- analytical data in more detail because the sample was not prepared by the customer. No further investigation on the pre-analytical parameters could be performed.